Event description:
Boston scientific received information that at a device check three months ago this device displayed that it had over two years remaining. Now the device is displaying that it is at end of life (eol). No adverse patient effects were reported. The device will be explanted due to eol.

Manufacturer narrative:
The device has been explanted and is expected to be returned for analysis. This report will be updated once analysis is complete.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, estimated longevity remaining appeared to deplete more quickly than expected during routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated.

Manufacturer narrative:
The device is expected to be explanted and returned for analysis. This report will be updated when further information is received.